Event description:
During the surgical case, surgeon was the victim of what we believe to be possible equipment malfunction. While using the bovie she stated electrical shock. The grounding pad was checked and the bovie handpiece was discarded. New bovie was given, and she scrubbed back in. This event happened again shortly after. One time to her thumb and one time to index finger to the right hand (2 times total) this time new bovie handpiece and bovie pad was used, as well as new electrosurgery (esu) machine. No more problems were noted throughout the rest of the case. Charge nurse [name redacted] was notified, labs were drawn on patient and sent to lab. Esu machine taken out of service and sent to biomed. [Name redacted] instructed to fill out employee injury report. No harm was noted to patient skin areas after the case. Esu machine #[sn redacted]. Bovie pad lot #241620267t exp. 05-31-2026 (for both 1st and 2nd pad) first pad used (when doctor experienced the issue) was applied to left thigh, 2nd pad applied to patient's right thigh. No injury noted on the patient.